Manufacturer narrative:
Unknown if the suspect product available.

Event description:
On (B)(6) 2021 a johnson and johnson representative reported a patient (pt) in (B)(6) was diagnosed with a corneal ulcer (affected eye not provided) while wearing an acuvue® 2 brand contact lens (cls). No additional information was provided. On 15jun2021 additional information was provided. On (B)(6) 2019, the pt began to feel os discomfort. The discomfort became intolerable, and the pt removed the os suspect cls. On (B)(6) 2019, the pt reported the os was extremely swollen and red with increasing pain. The pt went to a hospital and after examination was diagnosed with a corneal ulcer. The pt returned home to begin treatment, still experiencing pain. The pt returned to the hospital (date not provided) for an additional examination and the os corneal ulcer was confirmed. The pt returned to the emergency department seeing various doctors on the (B)(6) 2019. The pt purchased the new lens at the optical store on (B)(6) 2019 and ¿respected all procedures¿. The following images were also provided: images of medication boxes for hyabak and zymar. Prescription from hospital dated (B)(6) 2019 for zymar every 2 hours until return; atropine eye drop, 1 drop every 12 hours; hyabak 1 drop 6 times daily. Emergency room, proof of visit, dated (B)(6) 2019. Nursing care report (specialty ophthalmic emergency department) for os intense ocular pain. Doctor¿s note dated (B)(6) 2019, ¿pt user of cl, with diffuse keratitis, conjunctivitis nonviral, presents an area with a cyst (lipid material?). I dismiss acanthamoeba.¿ doctor¿s note (date not provided), corneal ulcer os after use of cl. Image of location of corneal ulcer 3.4mm x 3.6mm (central). Return date (B)(6) 2019. Additional information at bottom of page is illegible. Prescription (date not provided) for regencel ointment, apply to eye every 8 hours for 7 days. Prescription (date illegible) for zymar 1 drop every 2 hours oe for 48 hours, 1 drop every 4 hours until return. Unable to read additional obstructed information. No additional information was received. The lot number of the suspect product is unknown. It is unknown if the suspect product is available for return and evaluation. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.